Manufacturer narrative:
(B)(4). All pertinent information available to the manufacturer has been submitted. Placeholder.

Event description:
It was reported that after the tecnis zcb0000150 intraocular lens (iol) was implanted, the surgeon discovered vitreous in the eye. The incision was enlarged, the iol was removed and a vitrectomy was performed. A suture was used to close the wound. No patient injury was reported.

Manufacturer narrative:
The intraocular lens (iol) was returned to the manufacturer. Visual inspection of the device at 10x microscope magnification showed the lens was cut in two pieces (approximately half). Visual inspection reveals surface scratches, surface residuals (fiber/particles) on both pieces of lens, compatible with handling in a non-controlled for particles environment. The lens conditions is compatible with a lens that has been explanted. There is no indication that the event is related to the manufacturing process of the returned lens. Manufacturing records were reviewed. All process operations presented in the manufacturing record from generation to boxing were in compliance with manufacturing specifications. No deviation or non-conformance (ncr) related to the customer claim was generated. All pertinent information available to the manufacturer has been submitted. Placeholder.